Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient did not "like' the vision. The lens was exchanged approximately 2.5 months after initial implantation to a monofocal lens. Reporter indicated that possibly the patient "couldn't handle" astigmatism correction. Additional information was requested.